Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller understood and acknowledged that they should contact technical support again if the malfunction reoccurs.